Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation. Terumo will submit a follow-up report once the device is received and evaluated. (B)(4).